Event description:
Instrument, two days prior to incident, was giving multiple "strange errors." Service was called and errors were resolved after two days of service and part changes. Qc was run and was within acceptable ranges. Service call was closed at 15:00. Qc was run again at 21:00 and all results were not within acceptable limits. No errors were displayed by the instrument until 21:00. Random patients were retested and all results did not reproduce. All specimens between 15:00 and 21:00 were retested on another similar dxi instrument and corrected results needed to generated on all patients. Service on the following day found a split peristaltic pump tubing on aspirate probe 3. No instrument errors were displayed during this time frame.====================== manufacturer response for immunoassay, unicel dxi 800======================service engineer replaced broken tubing.